Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not alarm when the circuit became disconnected from the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed is requesting an onsite evaluation for the reported issue. The manufacturer's field service engineer (fse) was dispatched to the site, and he performed performance verification tests per philips standards, and all passed, no fault found. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.